Manufacturer narrative:
Citation: adel aminian, md and jacques lalmand, md. Major longitudinal deformation of a new-generation drug-eluting stent during withdrawal into the guide catheter. The journal of invasive cardiology 2012; 24 (12): e318-20. Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that during a percutaneous coronary intervention, removal difficulties and stent damage occurred. The long and calcified target lesion was located in the proximal to mid left anterior descending artery (lad).two non-bsc wires were placed in the distal lad and second diagonal branch for side-branch protection as part of a provisional stenting approach. The lesion was pre-dilated with a 3.0mm and 3.5mm non-bsc scoring compliant balloons. The 3.5x38mm taxus element stent was advanced however was unable to cross the lesion. Upon withdrawal of the stent delivery system, the guide catheter was pulled in and engaged the distal left main (lm), and the proximal edge of the stent was blocked at the distal tip of the guide catheter. After several attempts to pull the stent into the guide catheter, it became angiographically evident that the proximal edge of the stent had been "longitudinally crushed" while the balloon had partially entered the guide catheter. As a result, the stent was shortened in length by approximately 12 mm. Due to the proximal stent deformation; the stent was unable to be withdrawn into the guide catheter. Subsequently, it became difficult to advance the balloon with the compressed stent from the lm into the lad. After careful manipulation, the proximal edge of the stent could be placed at the ostium of the lad, but the distal part of the lesion was not covered. After stent deployment angiography revealed a concentrated mass of un-apposed struts at the proximal edge of the stent. Post-dilatation was performed at "high pressure" with a 3.5 mm non-compliant balloon and a 3.0x12 mm taxus element stent was placed on the residual lad lesion. The final angiographic result was deemed acceptable. No patient complications were reported.